Event description:
It was reported the subject device had blurry image. The issue occurred during set up/ inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. The investigation confirmed blurry lens and found that the charged couple device (ccd) cover glass was dirty and need to be cleaned. The following reportable malfunction was identified during the device evaluation: charged couple device (ccd) cover glass was dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due optical transmission problem by dirty ccd cover glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.